Manufacturer narrative:
Correction: the initial report was submitted in error. Initial information received incorrectly reported contamination. The report is for discoloration which is not a reportable event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter prior to use on a patient the connection between the flange and tube was found dirty. There was no patient involvement.